Event description:
A 30 mm amplatzer cribriform occluder's (aco) left atrial disc deformed into a bulbous shape upon deployment within the septum. The aco was removed and replaced with a 25 mm aco. The next day, the patient presented with cardiac tamponade. The 25 mm aco was surgically removed. The cause of the tamponade is undetermined.

Event description:
The left atrial disc of the 30 mm amplatzer cribriform occluder (aco) deformed into a bulbous shape upon deployment. The aco was removed and replaced with a 25 mm aco. The patient was discharged to home on aspirin and plavix. The next day, the patient presented to the emergency room in cardiogenic shock, with cardiac tamponade. Pericardiocentesis was performed and 450 ml of fluid was drained; the patient was stable and transferred to the ICU. In the ICU, the patient's drain output increased and her blood pressure dropped causing her to become hemodynamically unstable. The patient was referred for emergency exploratory surgery, relief of the tamponade and explant of the aco. During surgery, an organized clot over the right atrial appendage on the right atrial lateral wall was found. A clot was also removed from the root of the aorta and a small perforation at the aortic root at the level of the noncoronary sinus was seen. The 2 mm diameter aortic perforation was the suspected cause of the tamponade. In addition, there was another hole in the dome of the left atrium inferior to the aortic perforation site. Examination of the pfo/asd showed that it was an ostium secundum approximately 12-13 mm in length and there was also a thin septal aneurysm. After removal of the aco, two holes were noted in the right atrium. The first hole communicated directly outside and was in continuation with the dome of the left atrium, and also appeared to be in continuation with the aorta. The perforations were successfully closed and the patient was released to the cardiovascular ICU in stable condition.

Manufacturer narrative:
The 30 mm aco was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. Following repeated loading and deployment, the device deployed bubbled. Sjm could not evaluate the 25 mm aco since it was not returned to us. During manufacturing, both devices underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed both devices successfully completed these tests. This event was reviewed by the st. Jude medical (B)(4), who confirmed that erosion occurred.